Manufacturer narrative:
The device was returned with a depleted battery. The battery depletion was caused by high current draw due to a hybrid anomaly. A session record from a week prior to the patient¿s death was reviewed and no abnormal device behavior was found in the data. A longevity calculation was performed up to the session record date and the battery depletion to that date was normal. The cause of the hybrid anomaly that resulted in high current was consistent with exposure of the device to unknown external factors during a period of approximately 2.5 years from the patient¿s death and receipt of the device by abbott.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15543. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.